Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the pt has been investigated. The tests revealed that the reported failure with internal leakage could be reproduced. The nozzle unit mounted in the gas module caused the reported leakage. The feather spring mounted on the nozzle unit was found broken. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once every yr. The returned gas module was five years old and info if preventive maintenance replacement of the nozzle unit was done has not been received. The cause of the breakage of the nozzle unit's feather spring could not be determined. In case of failure of the nozzle unit, there will be a gas leakage into the pt circuit and a high-pressure alarm will be generated if user set limit is exceeded.